Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op it was reported that the patient experienced a rod failure. No revision surgery has been reported at this time. No patient complications were reported.